Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly stuck in a patient and wouldn¿t deflate all the way. It was further reported that the balloon was allegedly difficult to be removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiration date: 05/2025.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly got stuck in the patient. It was further reported that the balloon allegedly would not deflate. Reportedly, the balloon catheter was cut and removed along with the sheath as one unit. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation was returned for evaluation in a partially detached catheter loaded in an unknown sheath. Bunching and stretching were also noted on the catheter shaft. The balloon had minor bunching, and there were kinks throughout the device. No other anomalies were noted during the visual evaluation. During functional testing, an attempt to remove the sheath was made but was unsuccessful. No further testing was performed due to the nature of the complaint. As a result of the investigation, it is confirmed that the reported catheter was difficult to remove from the sheath because it was loaded into an unknown sheath which returned for evaluation, where it was unable to be removed during functional testing. The investigation is also confirmed for the identified bunching and stretching of the catheter, as these anomalies were visible on the returned device. However, the investigation remains inconclusive for the reported deflation issue, as functional testing couldn¿t be performed due to the condition of the device returned for evaluation. The investigation also remains inconclusive for the reported balloon entrapment as the conditions of use couldn¿t be replicated under laboratory conditions. A definitive root cause for the reported difficult to remove from the sheath, identified bunching and stretching of the catheter, reported deflation issue and reported balloon entrapment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.